Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the battery level indicator was in the "yellow" on the front meter and that the charge indicator was not illuminated. The fsr replaced the batteries and performed release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, both batteries were received having physical deformation at the positive terminal. The cause of damage is unknown but this corroborates the reported complaint. The batteries measured 12.2 volts direct current (vdc) and 11.0 vdc upon receipt, using a standard multimeter. With the conductance meter attached, which presents a small loading effect on the batteries, their voltage readings dropped considerably to 8.8 vdc and 2.7 vdc respectively. These are not typical readings of batteries of this type (11.5 vdc or higher is typical for completely discharged batteries of this type). Due to the cracking at the battery terminals, no attempt to charge was made. Conductance measurements were not available for either battery due to their low voltages. The conductance meter requires approximately 11.75 vdc to obtain this reading. As per service history, the batteries were replaced on 27-oct-2014 and they were within their three years of life span when the complaint was reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the charge indicator was in the "yellow" (charge light emitting diode (led) was not illuminating). There were no reported adverse consequences to the patient.